Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Poor weld penetration of the pin to the body was a contributing factor in the part failure; the pin was not returned. The slots cut into the body did not show signs of good weld penetration. This would not be visible to a completed part without destructive testing. In order to enable better weld penetration a chamfer was added to the body. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial g7 procedure utilizing a g7 ssi curved inserter, the welded bar fractured during impaction. There was no significant delay and no fractured pieces fell in the patient. Another inserter was used to complete the procedure. No adverse events have been reported as a result of the malfunction.